Event description:
Additional information received reports the lenses remain implanted as the damages are at the periphery of the implanted lens, outside the optical zone. The reported date of the event is (B)(6) 2019.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) using a cartridge, pieces of the cartridge remained on the implanted lens. Additional intervention during the initial surgeon removed the pieces of cartridge and there is no reported patient impact. Additional information was requested.